Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose level in the 500s mg/dl. A bolus via the pump and insulin injection were used to lower the bg to 218 mg/dl. The customer reviewed the pump history with tandem technical support and 2 occlusions were found to have occurred immediately prior to the elevated bg. After the alarms, the customer had immediately resumed insulin delivery. A pump system check was performed and no device issues were found. The customer changed the infusion set site and resumed insulin delivery.